Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoirs that did not deliver insulin. The customer's blood glucose was unknown at the time of incident. The customer reported that they had on hand two reservoirs that did not deliver or work with the insulin pump. Customer could not provide further details about the issue and attempts to reach the customer has been unsuccessful. The reservoirs will not be returned for analysis.